Manufacturer narrative:
Investigation summary: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Root cause description: during the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the ultrasafe plus x100l png clear syringe was activated when removing it from the blister packaging during use, but the dose was still administered to the patient. The following information was provided by the initial reporter: "nurse stated that the syringe activated coming out of the blister but still managed to administer the dose to the patient."